Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional relevant information becomes available.

Event description:
The customer reported that the high-definition autoclavable camera head "cord has been sliced by a scalpel". The problem was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the camera cable is broken. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high-definition autoclavable camera head "cord has been sliced by a scalpel". The problem was found during an unspecified event. There were no reports of patient harm.